Manufacturer narrative:
Part number #160-45 is not distributed in the u.s.; however is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k871204. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a report where it was claimed that a routine tracheostomy change was performed on (B)(6) 2011 but due to a leak, the tube had to be removed. Extubation and reintubation of replacement tube was required. The tube was replaced without incident.